Event description:
Customer alleged that the controller smoked while in use. No injuries reported. The nurse on duty said she smelled a burning smell, then heard a crackling noise and the isolette controller was flashing and beeping so she unplugged unit and removed baby.